Manufacturer narrative:
The pump history was downloaded at the user facility. A review of the pump history shows that in 2006, at 2106, line b of the device was programmed in the piggyback mode to delivery an unspecified medication at a rate of 200ml/hr with a volume to be infused (vtbi) of 200ml, for a duration of 1 hour and the delivery was started. At 2107, the device alarmed for proximal occlusion /air in line. At 2107, the delivery was restarted at a rate of 200ml/hr with a calculated vtbi of 198.9ml. At 2138, the delivery was stopped, with a volume infused of 104.7ml. At 2150, line a of the device was programmed to deliver at a rate of 500ml/hr with a vtbi of 500ml, for a duration of 1 hour and the delivery was started. The device remained in use until 1146 on 07/06/06.

Event description:
The customer contact reported the patient received more medication than intended. At 2106, line b of the device was programmed in the piggyback mode to delivery cyclophosphamide 800mg/200ml, at a rate of 200ml/hr, with a volume to be infused (vtbi) of 200ml and the delivery was started. No further programming parameters were provided. At 2138, the nurse noted the patient was pale, grunting and coughing. The patient's blood pressure decreased and respirations and heart rate increased. The device display indicated a volume infused of 104.7ml. The customer contact stated that at this time, the nursing staff did not notice that the bag was empty. The nurse stopped the delivery of cyclophosphamide and notified the physician. The patient was treated with 25mg of benadryl and a 500ml bolus of normal saline using line a of the reported device. At 2200, the patient was transferred to the picu and was treated with a second 500ml bolus of normal saline and 32gm of albumin. Following the second fluid bolus, the IV fluid delivery rate was decreased to 125ml/hr. Reportedly, the nurses continued to use line a until the device was removed from clinical service on 07/06/2006. There were no reported adverse patient sequelae. Though requested, no additional information was provided.